Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the case the harmonic scalpel made a solid tone noise. The shears were torqued again and tips cleaned. Test tip was used to determine the handpiece was bad. Handpiece was replaced. Extended or time by five munutes.